Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device's operation, functionality or longevity. Preliminary analysis indicated a potential product performance issue.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
This device is currently in analysis. This investigation will be updated should further information be provided.